Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope plus was analyzed and was placed through a friction test using a screening aid that manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. Additionally, the endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. The complaint was confirmed by failure analysis. Isi received a video clip related to the alleged complaint. A review of the video clip was conducted by the clinical development engineer. The following additional information was provided: in this video, it was difficult to confirm the signs of uncontrolled/unintuitive motion of the endoscope. Squeaking was heard in the video during the rotation of the endoscope which is not normal and could be indicative of the difficulties with scope rotation. It is also likely related to the inability to change the scope angle position (camera up/down).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the rotational movement of the 30-degree endoscope plus was stiff and the endoscope angle operation was not possible. The endoscope was removed and reseated to proceed. Following this, the user continued and completed the procedure with no further issues reported. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope angle operation could not be performed smoothly because the housing rotated slowly. After performing the rotation operation several times, the customer was able to use the endoscope for a while, even though it made some strange noises. The image was inverted. It was reported that there were unintended movements once. It was not sure if it was in the opposite direction. The surgeon confirmed the desired orientation when the endoscope was installed. No damage was observed on the endoscope¿s adapter or base. The same endoscope was used to complete the procedure. There was no patient injury.